Manufacturer narrative:
The user facility is outside of the united states current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. Manufacture date - unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the reamer driver fractured. It is not known if any pieces were retained in the patient's wound.

Manufacturer narrative:
Upon review of the received information, it was determined that the event is not reportable due to no adverse event occurring. The component fractured; however, there was no patient involvement.